Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). . Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during start up the device alarmed with tf5509. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: investigation outcome. According to the complaint description, the device generated a tf5509. It is important to note that no patient was connected to the device at the time of the event. Additionally, the logfiles have not been received for analysis. According to the service manual for hamilton-g5, tf5509 indicates that the error servo signal remains active for 5 seconds, indicating that the servo (inspiratory) valve is not functioning correctly. A replacement inspiratory was provided to the user to address the reported issue. The manufacturer has not received any additional information or confirmation regarding whether the replacement resolved the issue. Considering that no patient was involved, a replacement inspiratory valve was provided, and no further information was received, hamilton medical considers this case closed.